Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the cq2015 three piece collamer lens tore and the haptic broke. No pt injury was reported. Add'l info was requested from the user facility, but none has been forthcoming. If add'l info is received, a supplemental med watch shall be sent.